Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient injuries or complications were reported.

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by MFR: the returned product consisted of the coyote es balloon catheter. There was contrast and blood in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the markerband with pulled material to the left of the pinhole, over the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient injuries or complications were reported.